Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button cover was loose and there was contamination under the metallic dome. The root cause of the contaminated dome is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.